Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the magnet rate and the gas gauge on the device were not telling the same story. Therefore the device was not accurately indicating the remaining longevity of the battery. No adverse patient effects were reported. Efforts were made to obtain further information, however the rep was unable to provide any additional or follow-up information.

Manufacturer narrative:
This product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that the magnet rate and the gas gauge of this device were not telling the same story. Therefore, the device was not accurately indicating the remaining longevity of the battery. At the last device check, the magnet rate was 100ppm; however, the gas gauge read that there was less than 0.5 months remaining. The hospital listed the patient for a box change; however, the patient did not show up to their follow-up appointment, and had left country for some time. The field representative contacted boston scientific technical services (ts) to get an estimate as to how much longer this device would last. A ts consultant discussed the device behavior, and ran the calculator based on the pacing parameters supplied by the field. The calculations estimated that the battery longevity of this device is designed to last approximately 10.1 years. This device had been in service for more than 7.6 years. The ts consultant discussed that there was still time, considering the device wouldn't reach elective replacement indicator until 2021. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.